Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a generator upgrade. During the procedure, via x-ray, it was discovered that the atrial lead had moved out of position and would not capture at any output. The lead was capped and replaced on (B)(6) 2018. Patient was fine before, during, and after the procedure.